Manufacturer narrative:
Unit received without the belt clip unable to confirm damage to the belt clip. All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. The low reservoir alarm feature is working properly. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube window and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and low reservoir. Customer does not recall any significant events leading to the error, but indicated that she may have been in the shower when the error occurred. Customer's blood glucose was 235 mg/dl at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.